Manufacturer narrative:
(B)(4).

Event description:
Two sensors were returned for evaluation. The first sensor (serial number (B)(4)) was visually inspected and the sensor wire was missing from the sensor pod and housing puck. The second sensor (serial number (B)(4)) was visually inspected and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wires, the wires are considered to be detached. The reported event of a missing sensor was confirmed. A root cause could not be determined. It is unknown which device is the complaint device.

Manufacturer narrative:
(B)(4)

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) /2016. There was no report of any injury or medical intervention. No additional event or patient information is available.